Event description:
Healthcare professional reported a right side rupture. Later, healthcare professional reported "seroma" confirmed via MRI. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b7

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma.

Event description:
Healthcare professional reported a right side rupture. Later, healthcare professional reported "seroma" confirmed via MRI. Device was explanted.